Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph was performed using the naked eye which observed the tubing separated from the y-site clearlink in the downstream part. The reported condition was verified. The cause of the condition was due to an assembly issue during manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the filter of clearlink system non-dehp extension set had fallen apart. The issue was identified during priming. There was no patient involvement. No additional information is available.